Event description:
It was reported that during a da vinci system hysterectomy procedure, the megasuture cut needle driver instrument had shown signs of breaking. There were no missing and/or fallen pieces reported. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that the instrument's grip cables had frayed at the distal clevis hub. The frayed strands stuck out at the wrist. The other cables at the wrist were undamaged. The investigation also found that the instrument grip cable had derailed at the distal idler pulley. The pulley did not exhibit any wear. The other cables at the wrist were undamaged. Failure analysis investigation also found that the instrument main tube had deep scratches and/or gouges. Various scratch marks with light material removal was observed at the distal end of the main tube. The scratches were not aligned with the tube axis. The cause of the damages to the instrument grip cable/main tube was likely due to mishandling/misuse. There was no other damage found. The instruments and accessories user manual specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not in itself constitute a MDR reportable event; however, the damage to the instrument's grip cable/main tube found during failure analysis investigation could likely cause or contribute to an adverse event if the failure mode were to recur.